Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) was in the 600s mg/dl. Elevated bg was addressed by a manual insulin injection.